Event description:
The sheath of the band ligator becomes dislodged and remains in the endoscope channel unseen by the user. The endoscope is probably not cleaned or disinfected properly due to this unwanted foreign body blocking the action of fluids. The sheath has on one occasion been dislodged while the scope was in the next pt. Concern regarding infection control standards.